Event description:
Severe menstrual cramping, headaches, severe depression, weight gain, bloating, cystic acne, hair loss and thinning, hip burning sensation, neck pain, left side of body pain, metal taste in mouth, heavy menstrual bleeding that lasts 8-9 days.